Manufacturer narrative:
Findings: pump monitored for several days and no blank display noted. Pump received with normal operating currents. No damage found on the c13/lcd isolation tape noted. No unexpected failed battery test noted. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 142 mg/dl. The customer stated that the device is exposed in water. The customer stated that he went into the pool with his pump connected to his body. Customer reported that the lcd screen is full of water. The customer stated that the device went blank immediately after exposure to moisture. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.